Event description:
Blood leak on nipro bloodline a209/v803 1/2 to 3/4 hours into the patient treatment. Loss of blood estimate at one pint or more on patient and floor. Loss was from venous patient connection to catheter. Venous line changed out and patient continued to run without further problems. Venous line discarded.